Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement for end of service device diagnostic testing with the new generator connected to the existing lead resulted in a high impedance reading. It was reported that the explanted generator was completed depleted and could not be interrogated; therefore, the high impedance was not obtained until the surgery. A new lead was replaced and connected to the new generator. It was reported that the diagnostics were within normal limits with the new system. The surgeon indicated that he observed fluid in the lead prior to replacing the generator. The generator and lead were returned to device manufacture for analysis. Analysis is underway; however, have not yet been completed.

Event description:
Analysis of the lead was completed on (B)(4) 2013. An abraded opening was identified in the outer silicone tubing. Also, a break was identified in the positive and negative lead coil. Scanning electron microscopy images of the positive and negative coil broken ends show that pitting or electro-etching conditions have occurred at the break location. A secondary broken strand was identified on each coil (positive and negative) in the vicinity of the broken end. However, due to pitting, mechanical distortion (smoothed surfaces) and/or surface contamination the fracture mechanism of the lead coils cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no anomalies were identified in the returned lead portion. The generator analysis was completed on (B)(4) 2013. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.